Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited over-sensing of an unspecified source. No intervention was performed. The patient's condition was unknown.